Manufacturer narrative:
(B)(4).

Event description:
It was reported that metal was shaving off from the full radius 2.9 mag-mini disp. Bla. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
One 2.9 full radius mag-min blade was returned for evaluation. Visual assessment of the devices inner and outer blade surfaces showed a small abrasion on the inner blades ID. No black contamination was observed. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The blade is bent. The condition of the device indicates an excessive lateral load was applied during use. No root cause related to the manufacture of the device can be established.

Manufacturer narrative:
Patient information added. Event description updated. Medical device information added information updated.

Event description:
It was reported that it was noticed a black speck on the screen that may have come from the shaver beign used. Piece was suctioned out, no residual pieces found. No delay or patient injuries were reported.